Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had leakage. Verbatim: complaint via email. 05jun2026 - a report was received from x safety in the product complaints email box regarding x. The report states, ¿when doctor picked up syringe, there was no medicine in syringe, only air. Possibly due to faulty syringe. Leaking syringe". 10-jun-2026: please see responses below. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026. Please clearly specify the location of the product leak. Unknown at this time. Attempts are ongoing to identify the location of the leak.